Event description:
I applied one of the patches specified for arm, neck and leg on my shoulder because of pain from a "knot." After about 10 minutes into use, I felt a slight burning sensation. I took the patch off and the area was very red and irritated. About 20 minutes later it was still burning and I showered to try to clean off any of the residual chemical. This did no good. I ended up taking a pain reliever to try to alleviate the pain of the patch that was now worse than the "knot" I was trying to fix. Dose or amount: 1 patch, frequency: once, route: top. Dates of use: 2008 less than 15 minutes. Diagnosis: sore muscle in shoulder. Event abated after use stopped: yes.